Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-110mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 172mg/dl and 173mg/dl. Customer is concerned with: results obtained with (B)(6). Customers concern:customer is concerned with all last 5 results of 188, 183, 274, 171 and 187 mg/dl from the memory of the meter. Customer thinks that the meter is giving results higher than expected. Adverse event not reported.